Manufacturer narrative:
The pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The cause of the post procedure bleeding cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post embolization procedure with the pipeline, the patient experienced a small to medium level of bleeding at the treatment area. The patient recovered after three months. The patient was undergoing the pipeline embolization procedure to treat an unruptured, saccular aneurysm in the right internal carot ID-paraclinoid. The max diameter was 23.0 mm and the neck width 9.8 mm. Patient mrs prior to procedure was 1. The mrs remained 1 at the one year follow up. Visual nerve indication at follow up was improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.